Event description:
The complainant reported that a male patient underwent multiple band ligation for the treatment of colonic hemorrhoids using the speedband multiple band ligator device. The physician indicated that the device successfully deployed the first band, however, the second band was released but was not successful at ligating the intended site. No other bands were able to be deployed from the first speedband device and the device was removed with the remaining 5 bands intact. The physician attempted to continue ligure using a second speedband device. Only the first band deployed successfully. The second speedband device was removed from the patient with the remaining 6 bands intact. The procedure was stopped with no further treatment. The patient did not suffer any complications as a result of this procedure.

Manufacturer narrative:
This device has not been received by this manufacturer, so an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the event.